Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while charging the pump, the battery gauge dropped from 85% battery life to 65%, then jumped to 100%. There was no reported impact to the customer's blood glucose level.